Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received customer's medwatch report from FDA, which states ¿ pt ordered for medication drip. Concentration in medication bag 500 mg/50ml. Medication drip primed through regular tubing. Medication drip scanned and hung at 1329. Pump programmed pump for 1 mg/hr. At around 1520, IV pump beeped indicating "air in line." Noted IV tubing above pump to be dry and large amount of medication was missing from medication bag. Medical team evaluated and no harm to patient; nurse manager sequestered equipment and passed to clinical engineering; clinical engineering replicated event and large amount of fluid as dispensed over the testing period." Evaluation of the device by the facility indicated that the platen was "sheared".